Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose level. The customer's blood glucose level was 600 mg/dl and was treated with the insulin pump. The customer's low blood glucose level was 30 mg/dl and the low blood glucose level of the customer was treated by the insulin tablets. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. (B)(4).